Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent primary breast augmentation surgery with a 525cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/22/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 10/12/2020, patient had an explantation on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. H6 patient code 3191: medical device removal. On 10/13/2020 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 10/23/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During visual evaluation, two anomalies were observed on the device consistent with a crease/fold in the posterior view. Leak testing was performed in accordance with mentor's procedures, and a tear was observed within one of the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's implant were implanted in puerto rico. Section e1. Initial reporter country code has been updated. Manufacturer¿s reference number: (B)(4).